Manufacturer narrative:
(B)(4). The pump was received with a cracked retainer, and cracked reservoir tube lip. Unit p-cap / test reservoir locked properly in place. The pump passed the displacement test. For (B)(4), the retainer and case near the reservoir region failed due to environmental stress cracking (esc). In addition to damage near the retainer, this pump had cracking down the back of the case along the battery tube, had minor scratches present on the lcd screen, and had minor scratches and/or dents present on the keypad. Last, the retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked all around the reservoir compartment reservoir was able to locked in place when inserted into pump:. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.